Manufacturer narrative:
Upon the investigator's visual inspection, no anomalies or defects were observed on the returned product. The device history record was reviewed and no non conformance / CAPA or rework activities were found for this lot that would cause or contribute to the complaint reported. No deviations were identified through the investigation performed that may have contributed with the event. The cause of this event cannot be determined. (B)(4).

Event description:
The dentist reported that this implant did not integrate when the patient presented with pain and sinus infection. The implant was loaded for esthetic reasons only. Antibiotics were prescribed and at present, the patient does not have another implant placed.